Event description:
It was reported to vyaire medical that the revel ventilator was on a patient being transported when the unit alarmed pt circuit fault alarm. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.